Event description:
It was reported that the programmer screen went blank after the successful pacemaker interrogation. Even after cycling power, the programmer continued to trigger a blank screen following successful interrogation of the pacemaker, with a white error message. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer screen went blank after the successful pacemaker interrogation. Even after cycling power, the programmer continued to trigger a blank screen following successful interrogation of the pacemaker, with a white error message. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and no anomalies were found.